Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the scrub tech had difficulty loading the dlu onto the endo stitch. When she was able to load the dlu the needle popped off on the mayo stand. There was no patient injury/hazard. The device was not used in the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery was not delayed more than 30 minutes. No device fragments fell into the patient. A new device was used to complete the surgery.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one suturing device with the appropriate display box and blister packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A needle was received with the product. The needle was observed to have witness marks on the cone edges of the needle. The jaw gap for was measured and it met specification. Witness marks on the bevel wall were observed on the beveled wall. Very minimal sheering was observed on the toggle switches. The instrument was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Some plastic shearing of each toggle switch after further visual inspection was noted. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This result in the shaving conditions noted. The IFU states, ¿toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device.¿ should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.